Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a time clock anomaly and audio anomaly. The customer¿s blood glucose level was 102 mg/dl. The customer stated that the insulin pump had not loss greater than 3 minutes within 10 days and not greater than 9 minutes in 30 days. The customer also stated that the insulin pump failed audio test on self test. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.